Manufacturer narrative:
The below report was received by health authority us food and drug administration (reference number: mw5080742) on 12-nov-2018. The most recent information was received on 26-oct-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 46 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of hypertension, hyperlipidemia, depression, anesthesia (delayed emergence from anesthesia), ovarian cyst, dysmenorrhea, dyspareunia and knee operation in 2022. Previously administered products included: paroxetine, atorvastatin, losartan, cholecalciferol, cyanocobalamin and ketorolac. Concurrent conditions were listed as pelvic pain, chronic pain and female sterilization since 2022. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("abdominal pain during intercourse") and dyspareunia ("abdominal pain during intercourse"). The patient was treated with surgery (operative laparoscopy with bilateral salpingectomy). At the time of the report, the outcome of dyspareunia was unknown. The reporter considered abdominal pain, dyspareunia and pelvic pain to be related to essure administration. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events¿ into the reporter causality comments. Assessment: dps. Date descripency noted in drug removal date and updated as (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: specimen submitted: bilateral fallopian tubes. Final diagnosis (microscopic): bilateral fallopian tubes: completely transected. Gross description: it contains two red-purple fimbriated fallopian tubes. Both fallopian tubes contain tubal ligation wires. The longer fallopian tube measures 7.8 cm in length by 0.8 cm in diameter. The shorter fallopian tube measures 7.0 cm in length by 0.8 cm in diameter. [Ultrasound scan vagina] on (B)(6) 2022: on transabdominal scans, the uterus measures 9.6 x 3 .8 x 6.6 cm on endovaginal scans, the uterus measures 8.7 x 4.8 x 6.6 cm. Endometrial stripe measures 14 mm. Endometrial stripe is slightly heterogeneous. There is a focal heterogeneous. Hypo- and hyperechoic focus within the endometrial cavity measuring 2.1 x 1.2 x 1.4 cm with suggestion of mild vascu1arity raising the possibility of polyp. Endometritisas well as other etiologies remain in the differential however.no free fluid. Echogenic foci in the adnexal regions compatible with bilateral essure devices. Right ovary measures 2.2 x l5 x 2.0 cm with arterial and venous flow on color flow and spectral doppler analysis. A simple cyst noted in the right ovary moosuring 1.4 x 0.8 x 1.2 cm. Left ovary measures 3.3 x l8 x 2.6 cm with arterial and venous flow present to the left ovary on oolor now and spectral doppler analysis. Simple cyst in the left ovary measuring 2.1x1.4x2.0 cm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority us food and drug administration (reference number: mw5080742) on 12-nov-2018. The most recent information was received on 21-feb-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 46 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), a first episode of dyspareunia ("abdominal pain during intercourse") and a second episode of dyspareunia ("abdominal pain during intercourse"). The patient was treated with removal surgery on (B)(6) 2022.essure was removed on (B)(6) 2022. At the time of the report, the outcome of the last episode of dyspareunia was unknown. The reporter considered the first episode of dyspareunia, the second episode of dyspareunia and pelvic pain to be related to essure administration. The reporter commented: ¿an intervention was mentioned but not specified and/or assigned to one of the events¿ into the reporter causality comments. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: case upgraded from non-serious to serious. Reporter was added. Patient date of birth added. Surgery added to event pelvic pain. Non-serious incident updated to serious incident category. Start date of suspect drug updated and stop date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority us food and drug administration (reference number: mw5080742) on 12-nov-2018. The most recent information was received on 13-sep-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 46 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of hypertension, hyperlipidemia, depression, anesthesia (delayed emergence from anesthesia), ovarian cyst, dysmenorrhea, dyspareunia and knee operation in 2022. Previously administered products included: paroxetine, atorvastatin, losartan, cholecalciferol, cyanocobalamin and ketorolac. Concurrent conditions were listed as pelvic pain, chronic pain and female sterilization since 2022. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("abdominal pain during intercourse") and dyspareunia ("abdominal pain during intercourse"). The patient was treated with surgery (operative laparoscopy with bilateral salpingectomy). At the time of the report, the outcome of dyspareunia was unknown. The reporter considered abdominal pain, dyspareunia and pelvic pain to be related to essure administration. The reporter commented: ¿an intervention was mentioned but not specified and/or assigned to one of the events¿ into the reporter causality comments. Assessment: dps. Date descripency noted in drug removal date and updated as (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: specimen submitted: bilateral fallopian tubes final diagnosis (microscopic): bilateral fallopian tubes: completely transected. Gross description: it contains two red-purple fimbriated fallopian tubes. Both fallopian tubes contain tubal ligation wires. The longer fallopian tube measures 7.8 cm in length by 0.8 cm in diameter. The shorter fallopian tube measures 7.0 cm in length by 0.8 cm in diameter. [Ultrasound scan vagina] on (B)(6) 2022: on transabdominal scans, the uterus measures 9.6 x 3 .8 x 6.6 cm on endovaginal scans, the uterus measures 8.7 x 4.8 x 6.6 cm. Endometrial stripe measures 14 mm. Endometrial stripe is slightly heterogeneous. There is a focal heterogeneous. Hypo- and hyperechoic focus within the endometrial cavity measuring 2.1 x 1.2 x 1.4 cm with suggestion of mild vascu1arity raising the possibility of polyp. Endometritisas well as other etiologies remain in the differential however.no free fluid. Echogenic foci in the adnexal regions compatible with bilateral essure devices. Right ovary measures 2.2 x l5 x 2.0 cm with arterial and venous flow on color flow and spectral doppler. Analysis. A simple cyst noted in the right ovary moosuring 1.4 x 0.8 x 1.2 cm. Left ovary measures. 3.3 x l8 x 2.6 cm with arterial and venous flow present to the left ovary on oolor now and spectral doppler analysis. Simple cyst in the left ovary measuring 2.1x1.4x2.0 cm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: reporter information,patient information,medical history,lab data,drug stop date,event non medical treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority us food and drug administration (reference number: mw5080742) on 12-nov-2018. The most recent information was received on 24-mar-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 46 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("abdominal pain during intercourse") and dyspareunia ("abdominal pain during intercourse"). The patient was treated with surgery (removal surgery on (B)(6) 2022). At the time of the report, the outcome of dyspareunia was unknown. The reporter considered abdominal pain, dyspareunia and pelvic pain to be related to essure administration. The reporter commented: ¿an intervention was mentioned but not specified and/or assigned to one of the events¿ into the reporter causality comments. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.